Event description:
A patient underwent a therapeutic sling procedure. Immediately following implant on the sling, she experienced an allergic reaction in the form of a rash. She has since undergone several biopsies and her symptoms still persist. According to the original complaant details, the device remains implanted. Since the innformation was provided by the patient, no additional details have been obtained.